Event description:
A biomedical engineer reported the system turned off by itself four times and the footswitch was operating intermittently during a cataract with intraocular implant procedure. The nurse recycled the power and they were able to complete the procedure with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the power loss reported. The company representative inspected the power cord, connections, power supply, and power distribution board. The event log was reviewed and system message (sm) - ac power loss and system message (sm) - footswitch not responding. The footswitch was checked by the company representative and found the mechanical return spring was at the minimum adjustment. The company representative adjusted the mechanical return spring from its minimum level to the mid-point. This was done in response to seeing system message (sm) - footswitch not responding in the event log. The power distribution board was replaced. The system was then tested and met all product specifications. The power distribution board was received and a visual assessment of the returned sample did not reveal any visual nonconformity. The returned was installed into a calibrated system and powered on. No nonconformity was observed during start up. Additional testing was performed and the power distribution board passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).